Event description:
Caller states pt tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.0 inr. Pt's coumadin dose was held one day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.